Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm. Vessel morphology was reported to be non tortuous with no calcification. It was reported that the pt was implanted with the stent grafts with the use of per-close devices, in the femoral arteries. The final angiogram of the aneurx stent graft system demonstrated patency throughout the stent graft. At the end of the procedure the pt was experiencing ischemia bi-laterally in the lower extremities. Another MFR's self-expending endoluminal endoprosthesis was implanted at the bifurcation of the femoral and profunda artery which is distally to the aneurx stent graft. The blood flow was restored slightly; however, the pt was having retrial dysfunction. It was reported that three days post stent graft implanted the pt expired due to cardiovascular issues.